Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated. Visual inspection reported no issues. The functional evaluation confirmed the device failed to provided adequate pressure to function, establishing a relationship with the event reported. The root cause was determined as a mechanical failure, due to an oil leak. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that a versajet ii console, do not transport water to the handpiece. The handpiece was exchanged, and the problem continued. The technician findings state that the bezel gasket is missing. It is unknown how the procedure was finished. It is also unknown when occurred, and if there was any delay. No harm or injury reported on patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.